Manufacturer narrative:
Pump was received with cracked end cap, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads and cracked reservoir tube lip.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports that base of insulin pump was cracked. Customer reports to have dropped insulin pump. Customer's blood glucose was 147 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.